Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular undersensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was deceased. It was noted that the patient was generally unwell, breathless and pyrexic. The patient's spouse called an ambulance due to the patient's symptoms. When paramedics arrived, the patient went into cardiac arrest. The paramedics reported pulseless electrical activity (pea) rhythm and began cardiopulmonary resuscitation. The rhythm reverted to fine ve ntricular fibrillation (vf) with shocks delivered from the implantable cardioverter defibrillator (ICD), along with further external shocks. The patient was pronounced dead. It was reported that undersensing was seen during the episode of very fine vf. The ICD rem ains in-situ.